Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the trailing haptics broke off during insertion. The lens was removed and another lens of the same model was implanted. The capsular bag was damaged and the patient required a capsular tension ring. This report refers to the patient's left eye. Reference MDR # 2031924-2014-00213 for the inserter used during the event.